Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified proximal left anterior descending artery. A balance middle weight universal guide wire was being advanced through a non-abbott guiding catheter when under angiography it looked like there were two guide wires in the anatomy. The guide wire and the guiding catheter were removed from the anatomy as a single unit. When the guide wire was removed from the anatomy it was noted that the bmw universal guide wire had separated at the hypotube. The entire guide wire was removed at the time the guiding catheter was removed. There was no resistance felt when advancing. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.